Event description:
It was reported that an overinfusion occurred. The pump was set to deliver 100ml/hr and the pt rec'd 300ml in a "short" period of time. No pt consequence was reported.

Manufacturer narrative:
The pump was received and visual and functional testing was performed. The pump was found to have a low mechanism force on channel 'a' and when operated the reported freeflow condition was duplicated. The pump was opened, and one of the two mechanism springs was found detached and laying at the bottom of the case. Engineering has reviewed the process and procedures for installing the spring. Changes to the mfg and test procedure were implemented, adding an additional verification of spring placement during mfg. Extensive operator training on mechanism assembly and spring installation verification has been completed. Additionally, an assembly aid which will verify full installation of the mechanism spring has been implemented to reduce the recurrence of this issue. The pump was repaired and returned to the customer.